Event description:
It was reported that during a shoulder arthroscopy case, the probe was not functioning, they attempted to use an additional probe; however, the issue persisted and the probe did not work.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: reported event please note that the customer reported that during a shoulder arthroscopy case, the probe was not functioning, they attempted to use an additional probe; however, the issue persisted and the probe did not work. Device identification the product is confirmed to be crossfire 2 console international kit; pn: 0475100000i with sn: (B)(6). Device inspection a. Visual inspection warranty sticker is broken, however, there are no visible sign of physical damage on the probe ports and console. Internal components and cable connectors inspected; found no evidence of damage or loose connections. B. Functional inspection crossfire 2 console under test boots up to the latest revision as expected with no error. Performed the following test: expired probe / shaver recognition, shaver recognition, rf probe recognition, footswitch test, and footswitch pedals, all test passed. Expanded investigation activities console under test was burn-in overnight with shaver, rf probe and footswitch connected. All functions test performed again with out encountering the reported ¿the probe is not functioning¿ issue. Power cycle the unit 10 times, no error message appears on the display. Confirmation customer reported complaint ¿the probe is not functioning¿ is not confirmed. Probable root cause: hardware failure, software error due to hardware failure, damaged receptacle board, damaged power board, front board failure, loose flex cable, damage to console during shipping/ handling, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, insufficient cybersecurity (cf). The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a shoulder arthroscopy case, the probe was not functioning, they attempted to use an additional probe; however, the issue persisted and the probe did not work.